Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 525cc saline prosthesis, catalog #3501685, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation with a mentor smooth round moderate profile 525cc saline prosthesis. On (B)(6) 2018 deflation was diagnosed by a physician. At the time of this report, mentor has received an explant date, however, it is indicated that device replacement with a mentor saline prosthesis took place.

Manufacturer narrative:
Additional information was received with the field experience report on 7/17/2018. The implant date has been updated. The final fill volume of the impacted product was 550ccs. Bilateral prosthesis replacement with mentor smooth round moderate profile 525cc saline prostheses was performed on (B)(6) 2018. The mentor failure analysis lab received the device for evaluation 7/17/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/10/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent breast augmentation with a mentor smooth round moderate profile 525cc saline prosthesis. On (B)(6) 2018 deflation was diagnosed by a physician. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent at the vulcanization dot. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).